Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had poor/no telemetry with the ins recharger. The patient stated that it had been 3 weeks since the last charge, that the ins died 1 week ago and that they have been trying to charge ever since but the recharger will not charge the implant. It was noted that the programmer was working and the patient 'tried to adjust because getting weak.' Follow-up was conducted to obtain more information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.